Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 24 mg/dl, 29 mg/dl and 61 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated she self-treated with orange juice after the 29 mg/dl was obtained. No other actions were reported taken of treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.